Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a distal type I endoleak and aneurysm growth (amount of growth unk). The pt's left internal iliac artery was coil embolized and a contralateral leg component was implanted to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Please note additional devices implanted and related to this event. Pxc201200/06632742, pxc201000/06653156.